Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and indicated undersensing of the r wave. Sensitivity testing was performed, device settings were reprogrammed and the lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited t-wave oversensing (twos) post sensed events, no inappropriate shocks only non-sustained episodes. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the patient was seen by healthcare professional and it was noted that the patient had no flutter detected events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated the rv lead was reprogrammed to a less sensitive setting.